Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Complaint sample was evaluated and the reported event was confirmed. Visual inspection found the shims exhibit signs of repeated use. The disassembled components were not returned. DHR was reviewed and no discrepancies were found. The root cause is associated with the design of the device. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that a tibial articular surface provisional fractured.